Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: matthew j. Koch, christopher j. Stapleton, et al. ¿open and endovascular treatment of spinal dural arteriovenous fistulas: a 10-year experience.¿ j neurosurg spine, 2017. Doi: 0.3171/2016.9.spine16394.

Event description:
Medtronic received information through review of literature that of the seventeen patients who underwent endovascular intervention as their primary treatment and had follow- up dsa or mra, 11 (65%) had complete occlusion at the time of initial treatment. Five of the six remaining patients with residual filling at the follow-up angiography were subsequently treated with open surgery. One patient underwent further embolization to attain complete lesion obliteration. Out of the twenty patients that underwent primary endovascular embolization sixteen were treated with onyx. Twenty-nine of the patients were male and the median patient age was 63.3 years. Forty-seven patients with spinal arteriovenous malformations were evaluated using spinal angiography, which demonstrated 34 type I spinal dural arteriovenous fistulas (thoracic 20, lumbar 12, and cervical 2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.